Manufacturer narrative:
Date of event is unknown. The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradient may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and patient becomes symptomatic, it may require intervention. In this case, the cause of the progressively increased gradient post tavr cannot be confirmed. However, may be due to patient factors (natural progression of valvular disease process) or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: khalique, omar md, ¿assessment of transcatheter aortic valve area¿.  Tct 2019, san francisco, ca.

Event description:
As reported during a case presentation at tct 2019, post tavr procedure and implant of a 23mm sapien 3 valve, the patient's mean gradient increased from 6mmhg post implant to 17mmhg at one year. No intervention was performed.  At 1.5 years the patient was admitted to the hospital with chest pain.  Echo showed the mean gradient had increased from 17mmhg to 27mmhg.  Anticoagulation was initiated. Two months later, tee showed the mean gradient had increased to 35mmhg. The patient passed shortly after due to multiple co-morbidities.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.